Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that cannula is breaking off during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: material no: 320144 batch no: 8072701. It was reported that the consumer reported to pharmacist needle tips detaching from plastic with bd nano 32g 4mm. Additional information provided by initial reporter: we have a patient who has reported needle tips detaching from plastic with bd nano 32g 4mm. Lot 8072701, product # 320144, exp 2023-03. Called pharmacist for additional information, pharmacist stated that the consumer found needles on the floor after doing the injection. Also stated that the consumer re-uses the needle, occurrence date is unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cannula is breaking off during use with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: material no: 320144, batch no: 8072701. It was reported that the consumer reported to pharmacist needle tips detaching from plastic with bd nano 32g 4mm. Additional information provided by initial reporter: we have a patient who has reported needle tips detaching from plastic with bd nano 32g 4mm. Lot 8072701, product # 320144, exp 2023-03. Called pharmacist for additional information, pharmacist stated that the consumer found needles on the floor after doing the injection. Also stated that the consumer re-uses the needle, occurrence date is unknown.